Event description:
It was reported that the patient experienced repolarization disturbances caused by the cardiac resynchronization therapy defibrillator (crt-d) stimulation. The device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.